Manufacturer narrative:
Exemption number: e2014018. Investigation: a visual inspection of the instrument was made. It was found that one of the both grippers is slightly bent, the other gripper is straight. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot and this error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we assume, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the gripper bent during removal from the screw. Bent grippers are jamming/seizing in the guiding slot. No CAPA necessary. Associated medwatches: 9610612-2019-00060; 9610612-2019-00062; 9610612-2019-00104.

Event description:
It was reported that there was a problem with the intraoperative instruments. While using the rod persuader and downtube, the instruments seized and jammed. There was no harm to the patient.